Event description:
During the procedure, the physician used a cook endoscopy triclip endoscopic clipping device to clip a polyp. The device was advanced through the endoscope and into position. The first triclip was applied successfully and the deployment device was removed. A second clip device was advanced through the endoscope. When the clip was extended from the outer catheter, the clip prematurely deployed even though the handle insert remained in place to prevent inadvertent movement of the handle. The clip was left to pass naturally through the gastrointestinal tract and the deployment device was removed from the endoscope (reference MFR 1037905-2011-00637), a third clip device was advanced through the endoscope and into position. When the clip was extended from the outer catheter, the clip prematurely deployed even through the handle insert remained in place to prevent inadvertent movement of the handle. This clip was also left to pass naturally through the gastrointestinal tract (reference MDR 1037905-2011-00638). The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device was unable to confirm the report as it was described because we were unable to conduct a full investigation. The endoscopic clip was not included in the return. The clip deployment device was available for analysis and functioned as intended. A discrepancy or anomaly that could have contributed to clip detachment was not observed during our analysis of the affected device. We were unable to conduct a sample test and a review of the device history record, because the lot number was not provided with the initial report. Investigation conclusions: we could not conduct a complete investigation because not all of the products said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Premature deployment of the endoscopic clip can occur if the clip release tab is removed from the handle assembly before the clip has reached the desired tissue site. The instructions for use for this product line instruct the user to remove the clip release tab when the targeted position is reached endoscopically. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.